Event description:
A physician was using an evercross pta balloon for treatment of a calcified popliteal artery. It was reported that the balloon burst at an unknown pressure during inflation. The physician then pulled the balloon back into the 6fr non-medtronic sheath which it would not enter. After this, the physician with force pulled the wire and in the process it broke, and left part of the balloon still in the arterial system. A snare was then placed down into the superficial femoral artery and snared the remains of the balloon back into the right iliac. Then, the snare broke. This left the remains of the balloon still in the right iliac. A vascular surgeon was then called and the surgeon intended to perform a cut down to retrieve the balloon.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the IFU was followed. Inflation device was used to inflate the balloon and only one inflation was applied. The device was not passed through a previously deployed stent. Heavily calcified vessel was reported but was not present when passed. A non-medtronic snare and a non medtronic wire were used. No vessel injury reported, the surgery went fine with no issues, the detached balloon was successfully removed and the patient was discharged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.